Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe integra 3ml w/ndl 21x1-1/2 rb tw experienced difficult plunger movement during use. The following information was provided by the initial reporter: depot injection drew up fine into needle, on administration the plunger moved quickly, depot medication evident on glove of administrator and syringe would move no further than 0.5ml.